Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that they saw the reposition antenna screen on their recharger and the meaning of the screen was reviewed with the patient. The patient stated that they did not know until today what the screen on the recharger meant. The patient mentioned that prior to their call they had been trying to charge their ins, but the patient couldn¿t. They stated that they hadn¿t been feeling stimulation for over a month (2017), however the patient did not know and could not give an exact date of when they last were able to successfully charge their device. It was inquired if the patient had their patient programmer to try to connect to during the call, but the patient did not have their patient programmer with them. Patient services reviewed the possibility of an overdischarge. It was also reported that the patient had noticed for about a year that their ins flips and pivots horizontally. The patient stated that they could feel the ins moving and slipping under their skin. The patient inquired if the leads could come loose. The patient was inquiring this because of symptoms they were experiencing. The patient stated that they noticed that their upper back, between their shoulder blades were swollen. They stated that they couldn¿t stand up for more than ten steps and the patient couldn¿t walk a long distance. The patient stated that it would ¿go and come¿ where they couldn¿t walk. The patient stated that they were experiencing numbness and their legs were dead so they couldn¿t tell if they could feel stimulation. The patient stated that they knew stimulation was on though, because they could feel stimulation when they sat on the toilet. The patient stated that when they sit on the toilet, stimulation shoots up the patient¿s spine. The patient stated that they felt tingling in their hands. It was reported that these symptoms started over a month ago in 2017. The patient reported that they had told their healthcare provider (hcp) but the patient was having insurance issues. It was indicated that the patient had an appointment with their hcp tomorrow morning. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting the exact same issue of being overdischarged and that they had not yet called their doctor. It was reviewed that this was something that they need to follow-up with the doctor about. The patient mentioned they had trouble walking because of the pain they had, which was reviewed during their previous call. They were redirected to their healthcare provider. No further complications were reported/anticipated.